Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #: (B)(4).

Event description:
The user reported a system delay in response with the acuson sc2000. The system was not transferring a smooth image to the customer's cartopc. This occurred during a catheter exam. A different ultrasound system was used to complete the exam. There was no injury.